Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the ins was explanted because of a malfunction. No further complications were reported.

Manufacturer narrative:
Analysis of pli# 10 product ID# 37702 found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. It was reported that the patient had lupus and stated that their body attacks itself, which then causes the ins to stop working, which began in 2012. The patient stated that now they wanted the ins removed. It was reported that they had gained some weight, which caused the ins to get stuck either above or below their pants and they thought it had maybe migrated on the right side but was still in their stomach. It was reported that it was unknown when this occurred, but it was stated it was in the past year. They stated the area around the ins was swollen and hurt, which also began within the past year. Beginning the last two weeks (B)(6) 2018, it was stated they could not lay on their right side because of the ins. No further complications were reported/anticipated.